Event description:
It was reported that the liquid crystal display (lcd) of the external pulse generator was "flaky" and the display was blinking. The generator was returned for service. It was indicated that there was no patient involvement with this event.

Event description:
It was reported that the liquid crystal display (lcd) of the external pulse generator was "flaky" and the display was blinking. The generator was returned for service. It was indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Lcd (liquid crystal display) has a seeping gasket. Upper and lower case halves are broken. Battery release and ring cover are contaminated. One bail cover is broken. Lead flex cover is corroded. One case screw is incorrect (screw used was a ring cover screw). One printed circuit board flex is creased. The ring is bent. Battery drawer is damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.